Event description:
It was reported that the customer received a no delivery alarm during the manual prime. The blood glucose reading was 21.2 mmol/l. Customer was treated with an insulin pen. Customer was instructed to change the reservoir, disconnect and reconnect the tubing and manually push the plunger very slowly, and it was reported that the insulin did exit the tubing. The insulin pump did not alarm for no delivery. The customer experienced high blood glucose symptoms of nausea and frequent urination. The drive support cap was normal and recessed. The customer found no air bubbles in the tubing and no leaks. There were multiple no delivery alarms found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.